Event description:
It was reported that the patient receive inappropriate shocks and the right ventricular (rv) lead had impedance variability with the patient sitting and the arm hanging down. Trend data indicated oversensing and the patient had a large number of premature ventricular contraction (pvc's). The pace/sense portion of the rv lead was capped ad a new pace/sense lead was implanted. The high voltage conductor of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count (v-sic) of 495.8 counts average per day, in 1.78 days, between (B)(6) 2012 and (B)(6) 2012.